Event description:
The customer reported that she went to the emergency room with a blood glucose reading of 480 mg/dl. Troubleshooting was performed, and the insulin pump passed the high pressure test. However, the customer stated that the insulin pump had a crack by the reservoir compartment

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.